Manufacturer narrative:
(B)(4). Evaluation summary: leaflet 2 had two tears, one tear at commissure 2 and one tear at commissure 3. Leaflet 3 also had a tear at commissure 3. Thickened and swollen tissue was also noted at leaflets 1 and 3. Host tissue was minimal on the tissue outflow and inflow. Host tissue was minimal to moderate at the stent inflow. Minimal calcification was visible at the cusp area of leaflet 2. No inconsistencies detected in the x-ray as the wireform is intact. X-ray. The explanted device was returned to edwards for analysis, which confirmed the reported leaflet tear causing the insufficiency. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the patient developed a leaflet tear of the prosthetic valve. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Review of clinical reports for carpentier-edwards bioprosthesis show extremely low incidence of leaflet tears which can lead to regurgitation. Bovine pericardial and porcine tissue valves are also treated to retard calcification, which can lead to leaflet tears causing severe regurgitation. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 10 years, 7 months due to severe aortic insufficiency (ai). Per the op note, the patient presented with worsening ai on echocardiogram. At operation, the aortic valve had a tear at the commissure between the left coronary cusp and the noncoronary leaflet. There was some calcification in the leaflets right at the commissures. The valve was seated well. The explanted device was replaced with a new edwards prosthetic valve. Post replacement, the valve appeared to be in good condition. Patient was transferred to the ICU in stable condition.